Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately displayed a "release buttons" message when connected to internal handles. The user replaced the internal handles, and the device displayed a "release buttons" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Th complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.